Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty turning on the pump. During troubleshooting with tandem technical support the customer was instructed to try charging the pump using a different wall adapter. The pump was able to be successfully turned on with a different wall adapter. There was no patient involvement as the customer was not using the pump at the time of the reported event.